Event description:
During a procedure, the patient received treatment in the right sfa using one deb pta balloon catheter. Post dilatation was performed with the same balloon as procedure due to residual stenosis; however this was unsuccessful and a complete se stent was then implanted to treat the stenosis. After the procedure, a dissection was noted.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (dissection). Evaluation conclusions: inherent risk of procedure ¿ (dissection). (B)(4).